Manufacturer narrative:
Correction - h6 codes for product not returned.

Event description:
It was reported that the patient presented for an implant procedure of the right ventricular lead. During the procedure, it was noted that the lead exhibited high pacing impedance and the guide wire couldn't be inserted into the lead. The procedure was completed successfully with a replacement lead. The patient was in stable condition.